Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation", "plug strap separated".

Event description:
Patient reported "deflation." Record is for right side. Healthcare professional later reported "deflation." Healthcare professional later also reported "plug strap separated." Device has been explanted.

Event description:
Patient reported "deflation." Record is for right side. Healthcare professional later reported "deflation." Healthcare professional later also reported "plug strap separated." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ plug strap separated: not observed. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.